Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer¿s blood glucose was 20 mg/dl. The customer stated that the 3 sensor that had not work. The customer reported that they did receive a calibration not accepted alert. The customer stated that the site was not actively bleeding. The blood glucose value kept going down even if the sensor glucose value showed high. The insulin pump will not be returned for analysis.